Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's spouse said the patient began noticing a return of symptoms following a cat scan; caller is concerned the procedure turned off their therapy. Prior to the call, the spouse was trying to use the patient programmer (pp), but wasn't sure how to check the ins. In addition, the caller said they have been tracking the patient's symptoms, they might be overly cautious, will continue to track symptoms, and call the healthcare provider (hcp) if needed. During the call, the patient had access to the pp so they synched to the ins which showed stimulation was on; they were at 0.5v on program 1. They have the ability to change programs and/or adjust stimulation. The caller was instructed to have the patient review any directions previously given to them by their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response. The patient was lastly redirected to their hcp if the problem does not resolve to discuss symptoms and programming. Caller added the patient has an appointment on (B)(6) 2018. No further patient complications have been reported as a result of this event.